Manufacturer narrative:
A complete lead was returned in one piece, measuring 57.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during the preliminary check prior to an implant procedure, the helix of the right ventricular lead could not be extended in smooth movement. After several attempts by the physician, it was confirmed the helix was extended. However, the physician was anxious to use that lead, so another one was implanted instead. There were no patient consequences.